Event description:
Reportable based on product analysis completed (B)(6) 2012. It was reported that during percutaneous coronary intervention (pci) the shaft kinked and crossing difficulty occurred. The 75% stenosed lesion was located in the severely tortuous proximal left circumflex (lcx). A non-bsc intravascular ultrasound device was used but would not cross the lesion. Then the flextome cutting balloon 2.25x10mm device was used but also did not cross the lesion. It was noted that the proximal shaft was kinked. No patient complications were reported and the patient's status is reported as good. However, returned product analysis revealed the shaft was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: visual inspection identified a shaft kink 132.5cm from the catheter tip and a shaft break 8cm from the strain relief. A visual and microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. The tip of the device was visually and microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical/procedural factors. (B)(4).